Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device had low glucose reading issue. It is unknown whether the customer noted a trend arrow on the device. The customer was taken to a hospital since their sensor got readings of 51 mg/dl and when they compare it with a healthcare professional meter, it was only 28 mg/dl. The customer was in delusional state and received unspecified third-party treatment and was released several hours later. The customer called the adc customer service immediately from the hospital to complain and they were told that a new reader with be sent in 1-2 days but nothing came. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.